Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. The inflow cannula was malpositioned and the pump was unable to provide adequate flow. Flows were consistently too low for the patient's bmi.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: thrombus formations within the inflow conduit graft lumen and inlet elbow. The reported event of inflow cannula malpositioning could not be confirmed through this evaluation as there were no images provided for analysis. A specific cause for the reported event could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus within the inflow conduit graft lumen as well as the inlet elbow. (B)(6) was returned assembled with the driveline cut approximately 4¿ from the pump housing and the remaining distal portion was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft was returned attached to the outlet elbow. The outflow graft bend relief was not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the inflow conduit graft lumen revealed a light-yellow, strongly adhered, thrombus formation. The formation had a hard texture, irregular shape, and could be observed at both proximal and distal ends of the conduit. An additional similar formation was observed within the proximal end of the inlet elbow. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Although a specific cause could not be conclusively determined through this evaluation, the formations appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump. According to the account, the patient¿s inflow cannula was malpositioned resulting in inadequate flow; however, malposition could not be confirmed through this evaluation. The thrombus depositions from the inflow conduit graft lumen and the inlet elbow were sent to an outside lab for pathological analysis. Per the analysis, the thrombus formations were histologically consistent with fibrin material. It was noted that within the fibrin material existed scattered platelets as well as some rare mixed leukocytes. There was no gross or histological evidence of an infectious etiology observed. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. This section also provides an explanation of all pump parameters, including pump flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This section states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: - the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. - care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. - the ideal orientation will anticipate that the dilated lv (left ventricle) may shrink in size as its workload is assumed by the pump. Section 6 of the IFU, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the low flows started in 2018 with low flows early in the morning, but were brief enough that the patient did not even hear an alarm. The patient started to have symptoms of inadequate flow in (B)(6) 2019. Additionally, following transplant, the patient was reported to no longer be alive.